Event description:
Approximately nine months after the implantation, the patient developed cola-colored urine and elevated vad power consumption. Prior to the event, the patient was reported to have been active and ambulatory. The site reported that the patient was noncompliant with prescribed coumadin regimen. The site also reported that they believed the patient had been taking his aspirin regularly. The patient was treated with heparin and integrilin infusions on admission. Two days after his admission the patient was treated with tpa. However, this resulted in a decrease in the patient's vad estimated flows. Vad parameters are reported to have normalized after two days. Details regarding whether this required further intervention were not provided. Five days after his admission, the patient was transferred to a step-down unit with elevated bun and creatinine levels and with normal vad parameters. The event was reported to have been unrelated to the heartware device and related to the patient's non-compliance with anticoagulant therapy by his treating physician. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient developed symptoms of hemolysis and elevated vad power consumption. The device ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported 'high power' event was confirmed via controller log files, which revealed a high watt alarm and power consumption values above the normal operating range on the event date. The most probable root cause of the reported 'high power' event can be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A clinical factor that may have contributed to the thrombus formation is the patient's noncompliance with the prescribed coumadin regimen. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.